Event description:
It was reported that a patient experienced a burn on the face during treatment performed on (B)(6) 2026 with a xerf device. Time the device was subjected to full functionality testing, verified device set up and confirmed power measurement. The device was found to be working within published specifications. Visual inspection of the effector tip used during treatment observed a small black dot on the tips surface, which was reported to not be present prior to treatment. An image was taken of this damage, and its location suggests carbonization occurred at the ntc line tip lot and manufacturing date was checked and it was confirmed to be produced before the implementation of the resistance inspection that was completed in (B)(6) 2025. Once the tip has been returned and evaluated; root cause can be better verified. A member of the cynosure lutronic clinical team contacted the treatment clinic for additional information. It was determined that the treatment parameters used were within the recommended clinical guidelines of the quickstart guide (qsg). It is undetermined what caused the reported burning, it is possible that the effector tip may have not had full contact with the treatment area when the burn occurred, though this cannot be confirmed. Burning is an expected side effect from treatment. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunction occurred and would likely cause or contribute to a serious injury if the malfunction were to recur. We are reporting this as an initial MDR and will submit a final MDR once investigation has been completed.